Event description:
Pt had a bard port with groshong catheter implanted. The doctor discovered on follow-up appointment in his office that the catheter end had fractured. The patient was experiencing pain and swelling when they tried to use the port and since then it has not functioned. A film was taken and verified that there was a fractured catheter and separation to the distal segment migrating down in the superior vena cava. The patient was brought to the or again to have the fractured catheter/port removed. The doctor reports no harm to the patient, but requests bard be notified.